Event description:
It was reported that a patient experienced incontinence that worsened over time with a sling. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. No additional information was reported.